Event description:
Hcp reported that the patient was in the hospital and was sedated, intubated and coded. The pump was suspected. It was later reported that the cause of the event was a gi bleed. The patient passed away. The pump was delivering dilaudid 20mg/ml 6.7mg/day and clonidine 450 mcg/ml 150.75mcg/day. The patient had been on the same dose since (B)(6) 2011. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported by healthcare providers (hcp) that the cause of death was gi bleed, abdominal compartment syndrome, and multi-organ system failure. The hcp added that the cause of death was not related to the device. The pump was disposed of and therefore was not returned to the manufacturer. A hcp reported the date of death as (B)(6) 2012; however, another hcp reported the date of death as (B)(6) 2012.

Manufacturer narrative:
(B)(4) is not relevant to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: product type catheter. (B)(4).